Event description:
Consumer complaint against invisalign I am an invisalign user. I am also an executive with a medical device company. I have held executive-level marketing, sales, and strategy roles at companies such as abbott, edwards, and terumo. I believe invisalign is engaged in false and misleading consumer claims and advertising. I also believe the company's efficacy data is inconsistent with FDA standards. A byproduct, I think, of the company making invisalign products available to general dentists who lack the technical training to clinical advice treatment. I started my invisalign journey in 2022. Upon the initial scan of my teeth, I was told I would need to wear the "retainers" for 16 weeks. Over 1.5 years past and I was still getting what the company calls "refinements." I was religious about wearing the products. Now, two years out (and after wearing the nighttime retainers daily) my teeth are nearly back to the pre-aligner state. I believe the company knows that they "bait and switch" users into thinking that the experience will be short and sweet. But as I spoke to the staff at my dentist office, I am told this is a normal dynamic. The company says "x weeks,' and the reality is more like "x to the third or fourth power." Yes, it was not a good use of my $(B)(6). But more than that, I think the company must know that y% of their customers experience the initial prognosis. I also believe there is something unlawful about the model. I made the mistake of going to my local dentist, with his proud "silver level invisalign implanter" plaque prominently displayed (by the way, this is a market-development/business-development tool, not a patient education element and something the FDA should lean-in on). He offered zero technical guidance. And that means that the prescription of the product itself is remote and software-based. They scan, send the data to a program that really doesn't work, and the local, lightly trained dentist simply inputs data. The dentist is there to place/glue anchors. That is it. I suspect the experience is very different in an orthodontist office where there is more clinical depth. I am certain that the business model drives a lot of repeat business because the results to not last. I come from the world of heart valves, tavr, and mitraclip where poor efficacy results in patient deaths. I ask the FDA to investigate invisalign across three areas: 1. False and misleading claims relating to the initial/estimated patient journey (convenience, cost, etc.) 2. False and misleading claims regarding clinical durability 3. Extending the clinical guidance too far (general dentistry vs. Orthodontics).